Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 148 mg/dl. The customer's parent stated that the esc and act buttons were sticking. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened all the buttons dome switch. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.